Event description:
Complaint #(B)(4).

Manufacturer narrative:
It was reported that the interface between the right femoral artery catheter and the extension tube was cracked, resulting in continuous bleeding. The failure was observed during ECMO treatment. A film was applied to cover the cracked part of the tube, and the suture was wrapped and fixed to reduce bleeding. Intermittent blood transfusion was required due to the patient¿s serious decline in hemoglobin. The ECMO treatment was stopped, and the tube was removed after the patient's heart function recovered. Since the failure was occurred during treatment, and a blood transfusion was required due to declined hemoglobin. Sample investigation could not be performed as the product was discarded by customer. However, photographical evidence was received from customer that shows the crack area and leakage, based on this the complaint could be confirmed. Medical review has been performed on 2025-03-05. The incident involved a 59-year-old patient on ECMO via ecpr after acute myocardial infarction and cardiac arrest. The procedure was initially successful, but a routine ICU inspection detected a crack at the right femoral artery cannula junction, leading to continuous blood leakage and a drop in blood pressure. Immediate corrective actions were taken, and the patient required blood transfusions. Estimated blood loss was 50-100 ml, with hb levels decreasing from 164 to 131 g/l. The drop in hb/hct levels suggests additional contributing factors beyond blood loss. The patient remained on ECMO until (B)(6) 2025, before undergoing pci and achieving stable recovery. A visual inspection confirmed a crack at the hls cannula connection. Based on the medical review & investigation results, possible root causes of the cannula crack include: - external force during patient handling: the cannula¿s integrity was confirmed at insertion but may have been compromised by inadvertent mechanical stress. - material fatigue or microfractures: manufacturing defects might have remained undetected until operational stress. Since the cannula and connector were discarded after the incident, further investigation was not possible. Based on available information, external force during handling appears to be the most plausible cause. Despite the incident, the patient successfully recovered and was weaned from ECMO. The production history record (DHR) of the affected be-pal 1523 with lot# 3000423306 was reviewed on 2025-02-14. According to the DHR results, the product be-pal 1523 passed the defined manufacturing and final release specifications. Further, the incoming inspection report review has been performed for affected component ¿700000285, 00285#konnektor 3/8 x 3/8 ll¿. The incoming inspection report (batch # 3000371314) of the affected component "700000285 / 00285#konnektor 3/8 x 3/8 ll" was reviewed on 2025-02-14. The connector were checked for damages, scratches, marks, rills, sinks, streaks, and cords visually. Visual tests were passed as per specifications. Due to this, material related influences are unlikely. The review of the non-conformities has been performed. It does not show any non-conformity in regards to the batch numbers of reported components with related to the reported failure. The related basic operation procedure training record has been controlled and there could not be found any non-conformities that could cause to reported failure. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the interface between the right femoral artery catheter and the extension tube was cracked, resulting in continuous bleeding. The failure was observed during ECMO treatment. A film was applied to cover the cracked part of the tube, and the suture was wrapped and fixed to reduce bleeding. Intermittent blood transfusion was required due to the patient¿s serious decline in hemoglobin. The ECMO treatment was stopped, and the tube was removed after the patient's heart function recovered. Since the failure had occurred during treatment, and a blood transfusion was required due to declined hemoglobin, the complaint is reportable as serious injury. Complaint # (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.